Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that they thought "the battery was dead." It was stated that the patient was in emergency room one day prior to the report because she was having a lot of pain in her stomach. It was also stated that a few months prior to (B)(6) 2013 she was throwing up acid. Additional information received from the health care professional (hcp) on (B)(6) 2014 reported that the patient was not sure if device was still working. Caller was asked for information about device function. The patient was not sure if the device was on or not since it was four years old. The last time ins was checked it was "very weak". The hcp stated there was not any complaint against the device/therapy. Due to insurance issues, the patient stopped getting the device checked. The last time the patient had device checked it was on and working. The hcp directed the patient to see a gastroenterologist. The patient had not been back to see the hcp since (B)(6) 2011. At that appointment, the hcp programmed the stimulator from 5th to 3rd level, as the patient felt better at level 3. It was unknown if there was a 50% or greater symptom reduction. It was unknown if the patient experienced a loss of stimulation. The patient outcome was unknown as of (B)(6) 2014. Additional information received from the consumer on (B)(6) 2015 reported that they had a loss of therapeutic effect. The patient thought she needed a replacement because her implantable neurostimulator (ins) was not working . The patient had no hcp for a long time and was looking for a new hcp. The patient had not had anything done to the implant over a year to two years. Two years prior to (B)(6) 2015, the patient went to hcp clinic and was told there was still some battery life left. They wanted patient to have some tests because their esophagus did not drain and their stomach was not digesting. A couple weeks ago prior to (B)(6) 2015, the patient had a swallow test done and things were back to where they were before implant. It was noted in (B)(6) 2015 that the patient had a pancreas tumor. Additional information received from the manufacturer representative (rep) on 2015-10-07 reported that the battery was removed. They claimed the battery depleted faster than expected. Patient medical history included a pancreas tumor found in (B)(6) 2015. The indication-for-use (IFU) was gastric stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The following statement was meant to be in the previous regulatory rep #3004209178-2015-21666: analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device code no longer applies. Analysis of the implantable neurostimulator (s/n (B)(4) ) found the ins to be at normal end of life with no telemetry and no output. Additional method code, result code of no longer applies. Conclusion code of no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.